Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer went to the emergency room with a blood glucose (bg) level was over 500 mg/dl. The customer was treated with an injection and released with the issue resolved. Customer reverted to an alternative method of insulin delivery.